Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. A 14fr non-abbott device was used for pre-implant balloon aortic valvuloplasty. When the delivery system was inserted into the puncture site, there was a slight catch, and the valve capsule spread into the taper and was noted to be flared. The delivery system was replaced with a new flexnav delivery system. The delivery system was advanced, and the valve was deployed using the replacement delivery system. The length of the membranous septum was 1.2mm. When the valve was deployed, a complete atrioventricular block was observed while waiting with 80% valve expansion. The valve was successfully implanted at a final depth of 2mm for the non-coronary cusp (ncc) and 4mm for the left coronary cusp. The patient left the operating room with the temporary pacemaker in place, and the patient was observed as follow-up. On (B)(6) 2024, the cavb resolved, and a permanent pacemaker was not required. The patient status was reported as stable.

Manufacturer narrative:
H6 medical device problem code: removed code 4008 material split, cut or torn. Added code 2976 material deformation. It was reported that when the delivery system was inserted into the puncture site there was a slight catch, and the valve capsule spread into the taper and was noted to be flared. The investigation at abbott found slight flaring at the tip of delivery system. No other anomalies were found on the delivery system. The investigation confirmed the device met functional specifications when analyzed at abbott despite of the slight flaring noted at the tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the flared tip is consistent with difficulty inserting the device into the patient. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.